Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. Reportedly, customer's wife administered a glucose injection to treat bg. Customer indicated that the personal profile settings require adjustment. Additionally, customer reported that the continuous glucose monitor alert volume on the pump was too low and customer was unable to hear the alert that bg was decreasing. Tandem clinical diabetes specialist spoke with the customer and verified that the pump's alert volume performed as intended, and that the customer has a hearing deficiency. Reportedly, customer continued to use the pump for insulin therapy.